Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer resumed insulin and delivered the rest of the bolus to resolve the issue, however, occlusions continued, troubleshooting has been exhausted and a pump replacement was sent.